Event description:
It has been reported that the bd posiflush¿ syringe has been found experiencing seven occurrences of missing labels before use. The following has been provided by the initial reporter: when the package was opened, the product was not pasted the label on the barrel, there were 7 products in total, which could be returned, 2 of which were unwrapped and 5 of them were unwrapped.

Manufacturer narrative:
H.6. Investigation summary: seven samples were received. They all have the plunger rod-rubber stopper, tip cap, solution; however, none have barrel label. At the plunger rod labeler process, we have a sensor which is challenged at the shift start. When the machine stops and re starts again it may have a missed the barrel label and escaped. There are no additional controls to detect it. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd posiflush¿ syringe has been found experiencing seven occurrences of missing labels before use. The following has been provided by the initial reporter: when the package was opened, the product was not pasted the label on the barrel, there were 7 products in total, which could be returned, 2 of which were unwrapped and 5 of them were unwrapped.